Event description:
Complaint received that alleges "had (B)(6) infection because she had surgery and had to wear a walking boot with a sock and the nurses were suppose to change the sock and didn't, so she had another surgery". Questionnaire not received from customer or clinician. Device not received manufacturer at this time.